Event description:
Two years following bilateral intraocular lens (iol) implant surgery, a consumer reported that within the past few months he noticed vision and colors are not as sharp as they used to be and he feels like he is looking through a haze. The consumer reported that he had recently had a laser treatment for calcification and this did not help. In a follow up phone call with the surgeon, it was reported that the pt has wet age related macular degeneration (armd). The surgeon does not feel the iols caused the pt's visual problems, they were caused by the armd. The surgeon stated that both he and the pt's retinal specialist explained this to the pt numerous times. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 10/19/2011 and 10/26/2011 by phone, fax, and mail. Additional information was received in a follow up phone call on 10/26/2011. A completed questionnaire has not been received. (B)(4).